Manufacturer narrative:
(B)(4).

Event description:
Procedure type: nephrectomy. According to the reporter: the mouth of the pouch was not closed completely and the surgeon had a lot of difficulty in removing the specimen. The procedure was completed without replacing device. There was no bleeding reported in excess of 250 cc. The case was not extended by more than 30 minutes. There was no unanticipated tissue loss.